Event description:
A nuclear medicine technologist was injecting tc-99m maa into their pt. There was residual in the syringe (2 mci of the 5 mci total activity). When the customer attempted to flush the syringe with normal saline, the liquid in the barrel shot out of the syringe around the plunger, contaminating the customer, the pt, the floor, etc.